Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned in used condition, the stent was deployed and missing as it was reportedly deployed in the patient. The inner catheter cardan tube is broken towards the proximal end in the white covered section, and in the distal section. The distal end of the inner catheter cardan tube including tip is not part of the sample return, it reportedly has been recovered but not preserved. Photos of the device have been previously provided and demonstrate the used/ bloody product outside patient after the event. System is in deployed configuration with pusher distal to stent sheath and unlocked safety slider. The inner catheter cardan tube is broken directly distal to the distal 1/4 ring and proximal to the proximal 1/4 ring. The condition of the returned sample slightly differs from the condition on the images which is considered being related to the sample return procedure. The investigation leads to confirmed result for break and detachment of the inner catheter cardan tube. The vessel was calcified, the lesion was pre dilated, and the user did not experience difficulty during deployment. 5f introducer sheath with 0.035" guidewire were used for access, the guidewire was running smoothly inside the system, and a force increase indicating entrapment was not experienced. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Product use in the iliac artery would represent an off-label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H10: d4 (expiration date: 06/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right superficial femoral artery, the tip of the catheter was allegedly broken off. It was further reported that the broken piece was retrieved using a snare. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right superficial femoral artery, the tip of the catheter was allegedly broken off. It was further reported that the broken piece was retrieved using a snare. There was no reported patient injury.